Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the burr would not stay in and drill was making grinding noise was confirmed. An assessment was performed on the device and found that the drive shaft was broken. It was determined that this was due to using excessive force during use. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a knee replacement surgical procedure it was observed that the burr device would not stay on the motor device. It was further reported that the motor device was making a grinding noise. It was reported that there was a 15 minute delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.